Event description:
The pt reportedly experienced sound quality issues between the external equipment and the cochlear implant. Programming changes were made, and external equipment has been exchanged. The pt was prescribed medrol to rule out any medical issues. Testing of the device showed that the device is non-functional. The issue was not resolved. Surgery will be scheduled.